Event description:
Device issue: none. Adverse event: in-stent thrombosis. Onset of adverse event: approximately 35 days post implantation of device. It was reported that three promus stents were implanted during a pci on (B)(6) 2010, to treat a chronic totally occluded lesion, which was located in the proximal left anterior descending artery extending to the left anterior descending apical. Ivus was performed and confirmed that the implanted stents were inflated and the procedure was complete. On (B)(6) 2010, the patient began experiencing arrhythmia and a coronary angiogram was performed. The promus stents were found to have 100% stenosis due to in-stent thrombosis, and timi flow 0. The patient refused to have re-intervention treatment, so the treatment has involved a wait-and see approach. It was confirmed that there is collateral flow from the right coronary artery into the occluded part so the patient can walk. (B)(4)

Manufacturer narrative:
(B)(4). The two promus 2.75 x 28 and 2.5 x 23 indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all relevant information.